Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured january 18, 2016 ¿ january 21, 2016. The device was received for evaluation. Visual inspection noted fluid inside the bag that contained the device. Further examination revealed the leak was due to broken tubing at the solvent-bonded junction of the luer. The reported condition was verified. The cause of the broken tubing could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was leaking. This was noticed before use of the device. The device was filled with 1500 mg of desferrioxamine in 40 ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.